Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that the myopotential oversensing event was sensed by the device.

Event description:
It was reported that during a remote follow up, myopotential oversensing was noted on the right ventricular (rv) lead. Abbott technical support was contacted and reprogramming of the device was recommended. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information was received indicating diagnostic imaging was performed and the noise was unable to be reproduced. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information received indicated the device was reprogrammed. Following the reprogramming, myopotential oversensing was again noted on the rv lead. Abbott technical support was again contacted, however, no additional intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.